Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 40 mg/dl. Reportedly, the customer requested too much insulin be delivered through a bolus. Customer drank juice, ate fruit snacks, and administered glucose shots to treat bg. Review of the pump data logs by tandem technical support verified that the customer had entered 20 mg/dl into the bg field instead of 20 grams into the carbohydrates field of the bolus menu as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.